Manufacturer narrative:
The complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I am writing to request a replacement for my grind guard dental night protector purchased at (B)(4). After only approximately 6 weeks use, the hard and soft plastic layers separated, leaving the protector unwearable. I have included the upc and the lot number as requested.